Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The returned permanent cautery hook (pch) instrument was evaluated further by the engineering department. The initial findings were all confirmed. The instrument was found to have the hook tip dislodged, which was not returned with the instrument. The hook tip is laser welded to the main tube. The observed broken main tube likely caused the hook tip to get dislodged from its normal position on the main tube.

Manufacturer narrative:
Based on the claim against the product by the customer noting that the permanent cautery hook (pch) instrument tip broke off, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The pch instrument was analyzed and found to have a broken main tube. There was a piece missing measuring 0.088" x 0.180", that was not returned with the device. Common causes of this failure are typically attributed to mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with another instrument. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. The hook tip was found to be dislodged, likely caused by the broken main tube. The entire hook tip was not returned along with the instrument. The root cause of this failure is not established and will be transferred to engineering for further investigation. The instrument was found to have a broken conductor wire at the distal end. The conductor wire was found broken where the hook tip would be. There were no signs of thermal damage observed. There was no damage to the conductor wire insulation observed. The root cause of this failure is attributed to component failure. The complaint regarding the broken tip was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. This is considered a reportable event due to the following conclusion: a fragment from the permanent cautery hook instrument fell into the patient during a da vinci assisted procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the tip of the permanent cautery hook (pch) instrument broke off and fell into the patient. The fragment was retrieved during the same procedure. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the pch instrument was inspected before use and there was no damage observed. The surgeon was not sure what caused the instrument to break and does not know how long the instrument was in use before it broke. The tip broke off and fell into the patient and was retrieved in the same procedure. No additional surgical procedures were required to remove the fragment. The instrument did not collide with another instrument. No post-operative tests were required to check for remaining fragments. Upon final removal of the instrument, the surgical staff did not feel any resistance upon removal of the instrument through the cannula. The procedure was completed robotically. The patient had no additional injury or harm and has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. The fragment will not be returned back to isi because it had already been discarded.